Event description:
Reportable event: it was reported that the system could not display images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and found the camera needed to be replaced, but no conclusion can be drawn as further repair information is not available.